Manufacturer narrative:
Correction: b5.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with a right ventricular over-sensing alert for post-paced t-wave oversensing. Programming changes were made to restore normal parameters. The patient was stable.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with a right ventricular over-sensing alert. Programming changes were made to restore normal parameters. The patient was stable.